Event description:
A user facility reported to olympus that during preparation for use, the evis exera iii xenon light source lamp switching cable was broken. The high intensity and the switch inside the housing was defective. Upon inspection and testing of the returned device, it was observed that the scope detection was faulty. There was no harm or user injury reported due to the event.

Manufacturer narrative:
The device was returned to olympus for evaluation, the evaluation confirmed the reported event of device would not switch to high intensity and the switch inside the housing was defective. The evaluation found that the power switch was damaged and needs to be upgraded. Additionally, the scope socket was faulty. The faulty parts were replaced. The device was inspected and passed olympus functional standards. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, the root cause of the faulty scope socket could not be identified. Olympus will continue to monitor field performance for this device.